Manufacturer narrative:
Insulin pump received with no button response at up due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform self test, displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test or verify motor error alarm due to no button response. No button error alarm during testing. The motor was tested outside of the device and passed. However, keypad flattened button dome switch (creased) was found on esc, act, up and down. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to complete pump rewind. Customer did not report an motor position encoder error alarm. The customer stated that they was unsure if the drive support cap was protruded, loose, sticking out or flush. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.